Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced erosion with an inflatable penile prosthesis (ipp). 7 months later the patient had left cylinder extrusion evidence as it "stuck out" of the penis but there were no signs of infection. The patient underwent an explant procedure to remove the existing device. There was an unspecified performance issue with the explanted ipp. The physician did not believe the device cause or contributed to the erosion. The patient fully recovered following the procedure.